Event description:
It was reported the device was out of sync. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Philips received a complaint on the philips xl defibrillator indicating that the device was out of sync. There was no reported patient involvement. Available details indicate that the device was out of sync. Details provided in an email response indicate that the remote service engineer states during a test, the customer found that the device could not complete the electric shock after pressing the sync button of the defibrillator. He inform the customer that it is impossible to perform synchronous cardioversion when the equipment does not acquire ECG waveform. No fault found, no work performed, and the device was successfully returned to service.